Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had the controller replaced and since they had received the new controller, they stated their intensity settings in group b were higher. Patient stated they need to get what their previous numbers were or do a factory reset. Patient stated program 1 in group b was up to 6.0 which seemed too high, but now it is down to 0.0. Patient reported they had not been able to charge their implant since yesterday. Patient stated they could charge the recharger, but they did not trust the numbers that were showing on the system. Agent asked if patient saw any errors, and patient stated no, they just cannot charge implant because they do not trust the numbers on the controller. Agent reviewed recharging has no impact on stimulation settings, and reviewed patient must meet with rep and hcp to address any concerns regarding programming. Patient also stated they do not understand adaptivestim as they did not have that on their previous controller. Patient mentioned they had an appointment with their healthcare provider on tuesday and their implant was at 30%. Patient said they had never been up to a 6 on their intensity settings. Agent reviewed information and redirected patient to healthcare provider to address the issue. Patient confirmed stimulation settings issue began yesterday.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the rep determined it was necessary to review their settings. They stated that they were reprogrammed to a lower setting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated the information previously reported in this case that since they received a replacement controller their "numbers" have been different, and they have "autostim" (agent understood adaptivstim). Patient stated they would like to meet with a manufacturer representative (rep), and they have an appointment with their doctor on june 3rd at 2pm. Agent reviewed requesting a rep through their hcp. Agent provided patient with the national answering service (nas) number and advised patient to have their doctor call to page a rep.